Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was presenting with alarm 113. Per review of wo notes, an evaluation of the device showed an obvious failure of the mixing pump. They requested a quote for depot repair and loaner. Per sample evaluation results on (B)(6) 2026, flow was 1068lpm. Determined to be due to both a weak circulation pump and sticky flow meter. The standoff on the circulation pump's motor broke during repair. The tank seals were dry rotting/worn/torn. Power cord had unremovable contamination.

Event description:
It was reported that the arctic sun device was presenting with alarm 113. Per review of wo notes, an evaluation of the device showed an obvious failure of the mixing pump. They requested a quote for depot repair and loaner. Per sample evaluation results on 27feb2026, flow was 1068lpm. Determined to be due to both a weak circulation pump and sticky flow meter. The standoff on the circulation pump's motor broke during repair. The tank seals were dry rotting/worn/torn. Power cord had unremovable contamination.

Manufacturer narrative:
The reported issue was confirmed. The device was evaluated upon receipt. Flow was 1068lpm. Determined to be due in part to a weak circulation pump. Unit was primed to fill in decontamination. Replaced circulation pump head. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections made to tab(s) d, f, h. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.